Event description:
A software error was reported, identified as malfunction 0, which was detected multiple times on the customer's pump. There was no adverse impact to the customer's blood glucose level. Customer was advised to place the malfunctioning pump into storage mode and return it using a pre-paid label, with a replacement pump being arranged by technical support. The equipment was confirmed to be under warranty, and the customer opted to continue using the current pump as a backup to maintain insulin delivery.